Manufacturer narrative:
Device model and serial number identified during evaluation. This information has been updated.

Event description:
It was reported that the blankets have become disconnected from the hoses and caused flooding in patients beds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the blankets have become disconnected from the hoses and caused flooding in patients beds. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.